Event description:
Within 1 hour of having (2) cypher stents placed, this pt was emergently returned to the cardiac cath lab due to complaints of chest pain and st changes. Repeat angiography revealed thrombosis within the stents. This was treated with balloon angioplasty and thrombectomy.